Event description:
Related manufacturer reference number: 2017865-2023-35773 it was reported that the patient presented with atrial lead exhibiting noise and right ventricular lead exhibiting abnormal pacing impedance. The atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.